Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information from the field representative indicates that the patient's device pocket was painful. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
Additional information indicated that the device was removed due to severe pain at the implantable cardioverter defibrillator (ICD) site. There was no evidence of infection clinically. The pocket was irrigated with antibiotic solution and the wound was closed in layers using absorbable suture and dermal adhesive. There were no apparent complications noted.